Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation and before use in the patient, the wire has snapped /sheared where the purple distal segment connect to main wire body. There was no resistance during removal of the protective sheath. No additional information was provided.

Event description:
Subsequent to the previously filed report, the balloon catheter was returned on (B)(6) 2024 with contrast in the inflation lumen and in the balloon. The balloon was tightly folded. Follow up indicated the balloon was prepped as normal outside hoop. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported separation was confirmed. The electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The reported separation appears to be related to operational context. There was no damage noted to the bdc during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulty. Return device analysis noted the material at the separation was stretched and jagged which suggests that the separation may be related to tensile overload (material stress/fatigue). In this case, it is likely that the device was inadvertently mishandled during sheath/stylet removal and or preparation such that the material experienced tensile overload and ultimately separated. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.